Event description:
Same as MFR report# 6000089-2005-00587, 00801, 00802. It was reported that three days after a coronary drug eluting stenting treatment procedure a death occurred. The target lesion was moderately tortuous, moderate to severely calcified, 85-90% stenosed lesion located at the bifurcation of the left anterior descending artery (lad) and diagonal branch (dx). The lesion was predilated with an unknown 15mm balloon. A 3.0 x 20 mm taxus express2 drug eluting stent and a 2.75 x 16 mm taxus express2 drug eluting stent were used to treat the lad and dx lesion using a crushing technique. Initial treatment showed good flow through the stented lesion, but flow through the osital lad was significantly compromised. This was treated by placing two 3.5 x 20 mm taxus express2 drug coated stents in the left main coronary artery and lad proximal to the previously deployed stents. Timi iii flow was restored with good angiographic results. While the stents were being placed, though, a cardiac arrest occurred. The arrest was successfully treated, a balloon pump was placed, and the patient was taken to the floor under stable condition. The patient was placed on plavix after the procedure. Repeat angiography was performed the following day, which demonstrated widely patent stents with timi iii flow. Three days after the initial procedure the patient suffered an anterior st elevated myocardial infarction and was taken back to the cath lab. An in-stent thrombosis was seen in the lad at the area of one of the 3.5 x 20 mm taxus stents (it is not known which 3.5 x 20 mm taxus stent was thrombosed). Attempts to treat the thrombosis were unsuccessful and the patient later expired due to cardiogenic shock.